Manufacturer narrative:
Concomitant products 5071-53 lead, implanted: (B)(6) 2009, 5072-52 lead implanted: (B)(6) 2007, dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and a loss of capture. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.